Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received which stated the patient had blurry vision up-close and patients date of birth as (B)(6). As a result the following fields have been updated: date of birth: (B)(6). (B)(4). Device available for evaluation, returned to manufacturer on: 10/16/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The reported lens returned cut in two parts. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to an explant process. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted because the patient was not happy with his vision. The explanted iol was replaced with a non-johnson and johnson iol. Requests were made for additional information but no response has been received. No additional information was provided.